Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was break and it still located in the body. Customer's blood glucose value was unknown. Customer also stated that insulin pump had sensor updating error more than 3 hours. The device will not be return for analysis.